Event description:
Following graft implantation, physician realized that the outer package has been placed on sterile mayo stand. There was no apparent compication or pt injury. Distributor indicated that at the date of the report the pt remained well.